Manufacturer narrative:
A sample from the patient was provided for investigation. The tsh value generated at the customer site could be duplicated. No interfering factors were detected in the sample. The investigation was unable to find a definitive root cause. A general reagent issue most likely can be excluded. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh) on two cobas 6000 e 601 module (e601) analyzers. The erroneous results were not reported outside of the laboratory. The sample initially resulted as 10.12 uui/ml when tested on the customer's e601 analyzer (using reagent lot 29161701). The sample was repeated on a second e601 analyzer at another site on (B)(6) 2018, resulting as 9.91 uui/ml. The customer's e601 analyzer was re-calibrated (using reagent lot 307192) and the sample was repeated again on (B)(6) 2018, resulting as 10.20 uui/ml. The sample was repeated on a siemens immulite analyzer, resulting as 5.13 uui/ml. This value was reported outside of the laboratory. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer used at the customer site was (B)(4). The serial number of the second e601 analyzer used at the other site was asked for, but not provided.